Manufacturer narrative:
Initial report sent to FDA on 11/13/08.

Event description:
Procedure: ileocecal resection. According to the reporter: while firing, the handle locked up and the instrument could not fire completely. Tissue was resected with another device to recover. Pt status was reported as ok.